Event description:
The customer reported that the system would lock up while sending images to the picture archiving communication system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative retrieved the log files and deleted the nodes and reloaded the software. The system was tested and found to be working as intended and put back in service.